Manufacturer narrative:
(B)(4). G2: foreign, event occurred in japan. The customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that damaged sterile blister packaging was identified during inspection of circulated items in stock. There was no patient involvement. No further information has been provided.